Event description:
It was reported that the patient¿s left stimulator only lasted 2 months and was stated to be premature. The device was implanted on an unknown date in (B)(6) 2013. The settings and impedances were not available at the time of the report. The patient also experienced pain as they had less than 50% therapy relief. The device was explanted and replaced. The patient¿s status was noted to be alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis for the ins revealed no significant anomaly. Telemetry and output were okay. The battery reached normal end of life.